Event description:
A customer reported an e224 scope communication error when preparing the 4k autoclavable camera head for use in an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to an olympus repair facility and an evaluation was performed. Upon inspection and testing, the reported e224 scope communication error was confirmed, caused by a faulty cable. In addition, a stain was discovered on a device switch, and a label on the rear cover was faded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if additional information is provided by the user facility.